Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from the nurse with supplemental information by a consumer of heart related issues, fluid overload, clotted arteries, break in aseptic technique, and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services (bcs), the following information was reported by the peritoneal dialysis (pd) nurse. On an unreported date in (B)(6) 2012, the patient experienced heart related issues and shortness of breath and was hospitalized for the event. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital, but had to be re-hospitalized on (B)(6) 2012 for shortness of breath. The patient was recovering from the event. Dianeal therapy was ongoing. Per the pd nurse, the events were unrelated to dianeal therapy. On (B)(6) 2012, gpv obtained the following additional information from the pd nurse. On (B)(6) 2012, the patient was hospitalized for heart related issues and fluid overload manifested by shortness of breath. The nurse, declined to clarify the specifics of heart related issues. Treatment rendered was not reported. The nurse, declined to clarify on the cause of fluid overload. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was readmitted as she still felt shortness of breath. The patient was still hospitalized. At the time of this report, the patient was recovering from the events of shortness of breath and heart related issues. Pd therapy was ongoing. Per the pd nurse, the event of heart related issues and shortness of breath was unrelated to dianeal therapy. On (B)(6) 2012, the patient contacted bcs and reported the following information. On an unreported date in (B)(6) 2012, the patient began peritoneal dialysis (pd). On an unreported date, the patient had clotted arteries. On an unreported date, the patient had a break in aseptic technique further explained as infection caused by hospital staff when the patient was in hospital for clotted arteries. On an unknown date, the patient experienced peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was a break in aseptic technique. The outcome for the events of clotted arteries and break in aseptic technique were not reported. On an unreported date, the patient recovered from the peritonitis. Dianeal therapy was ongoing. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported incident. Per the pd nurse the patient was retrained on using proper aseptic technique. The nurse reported and clarified the fluid overload issue was unrelated to pd therapy, a baxter device, disposable, and solution. The pd nurse indicated the fluid overload is all related to the patient's history of extensive cardiac issues. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique further explained as infection caused by hospital staff. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.